Event description:
The reporter stated the surgeon inserted and removed an aq2003v silicone three piece lens within the same surgery due to a posterior capsular tear that occurred prior to insertion of this lens. This is the second lens used on this patient. The first lens- a competitor's lens, was removed from the patient's eye and the capsular tear occurred. The reporter stated the surgeon was not aware of the capsular tear until the second lens was inserted. The second lens -aq2003v, was removed with no patient injury, no enlarged incision or sutures. A posterior vitrectomy was performed and a third lens was implanted.

Manufacturer narrative:
Results: a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.